Event description:
Patient reported that the device's clock is losing approximately 5 - 10 minutes, over a 3 month period. Patient stated that, approximately 2.5 weeks ago, patient experience elevated blood glucose (~30 mg/dl). Patient self-treated by programming a bolus.